Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The units remaining in the status screen matches the test reservoir volume. The insulin was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc.

Event description:
The customer reported via phone call that he thought the insulin pump was giving him too much insulin. The customer stopped using the insulin pump as a result. Customer's blood glucose level dropped to 10 mg/dl. He had seizures and crushed two vertebras in his back. The ambulance was called. He treated with sugar water but it was not working. They gave him a glucose shot. The ambulance took him to the emergency room on (B)(6) 2017. Customer's blood glucose level was unknown. The customer was wearing the insulin pump at the time hospitalization. The reservoir was showing more insulin than what was shown on the status screen. The displacement test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.